Event description:
Pt received an injection in 2006. Pt returned to office the following day. Band-aide removed and needle came out with band-aide. It appeared the entire needle was removed. Pt did not seek additional treatment.